Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013, during a tfn insertion, the blade would not advance fully. The surgeon tapped in the blade, following the surgical technique. The connecting screw 357.377 that joins the blade to the impactor 357.372 snapped. This meant that the blade was still attached to the impactor with no way of unscrewing the connecting screw and disengaging the blade. This resulted in an increase time in surgery to extract the blade and replace it with another. It should be noted that the surgical technique was fully adhered to. The case went on for another 35 minutes. On (B)(6) 2013, the broken screw was received and the lot indicated on device. Only the broken connecting screw will be coming back. This report is for an unknown part. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.